Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the hematoma and intervention. It was reported the mitraclip procedure was performed on (B)(6) 2015, to treat degenerative mitral regurgitation. Two clips were implanted, successfully reducing mr from 4 to 1-2. On (B)(6) 2015, the patient experienced a large hematoma from a bleed in the right femoral artery, which was surgically treated with a stent-graft. It is unknown what device caused the hematoma; however, it was the physicians opinion that it could have occurred during the venous puncture. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device was not implanted. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hematoma and surgery, are listed in the mitraclip system instructions for use (IFU), as known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported hematoma appears to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.